Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a significant crack in the femoral impactor pad was discovered while assembling the tray in spd. While examining the pad, the plastic broke into two pieces. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.